Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(6). Olympus (B)(6) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the main circuit board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus (B)(6), there was the possibility that the reported phenomenon was attributed to the failure of the main circuit board, which might be caused by the accidental failure of the electronic component on the main printed circuit board. It was surmised that the main circuit board failure prevented proper control of the insufflation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for use, it was found that the insufflation failure occurred on the subject device. There was no report of patient injury associated with this event.